Event description:
It was reported that during perfusion two kinks were noted in the perfusion circuit. The kinks were successfully massaged out. The liver was successfully transplanted following perfusion.

Manufacturer narrative:
Investigation of the reported event is pending.

Manufacturer narrative:
The disposable set was discarded by the customer site and was not made available for return. Review of the images provided by the customer found that the recirculation tubing did appear to have 2 narrowing sections. These were resolved via troubleshooting. A DHR review was conducted and no deviations from the established manufacturing process were identified. A root cause could not be determined as no product was returned for investigation.

Event description:
It was reported that during perfusion two kinks were noted in the perfusion circuit. The kinks were successfully massaged out. The liver was successfully transplanted following perfusion.